Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported that the cartridge and connector were not properly locked into place. After repeating the steps of rewinding, filling tubing, and filling the cannula, insulin delivery was successfully resumed. Blood glucose was not affected. No symptoms, external assistance, or medical intervention occurred.